Event description:
No patient involvement with this event. After patient was discharged, housekeeper was cleaning an infant crib when metal coated bars were noted to be peeling. Peelings very sharp and dangerous. Crib taken out of commission due to safety concerns. Manufacturer notified. Pictures taken and available. Sample shavings also available.